Event description:
It was reported to nova biomedical that a consumer received a result of 63 mg/dl on their blood glucose meter. The consumer administered 0.8 units of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic event required emergent food intervention to help raise her blood glucose level. Testing with nova meter and test strips revealed that the device gave low values showing our device performed as intended. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.